Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer e-mail stated brushhead broke after only a month used. No injury was reported.